Event description:
Additional information was received from the referring physician indicating that the increase in seizures began approximately in (B)(6) 2011. However, it is difficult to tell because the patient's seizures have never been "well controlled." The increased seizured prior to generator replacement surgery were occurring more frequently than prior to being implanted with vns. The seizures seemed to increase due to a variety of factors including father's illness and not taking medications. The patient's seizures have now improved, but he is also on a new prescription also. Topamax was increased and onfi was added. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures.

Event description:
Clinic notes were received prior to the patient's generator replacement surgery. During the review of the clinic notes, it was observed that the patient recently experienced an 'exacerbation of seizures' and the generator was at eri=yes. The patient presented on (B)(6) 2012 averaging about three seizures per month, and due to the recent exacerbation of seizures, the patient now resides in a nursing home. The patient recently had a medication added, and he was reporting an improvement in seizures. The patient suffers from multiple seizure types including, tonic, atonic, myoclonic and generalized tonic-clonic seizures. However, it is unknown which types of seizures the patient was experiencing an increase in frequency. The physician noted that the vns battery needed to be replaced as it was nearing end of service. The patient had generator replacement on (B)(6) 2012 due to end of service, and the explanted generator was returned for analysis. An open can measurement of the battery voltage determined that the battery was depleted at an eri=yes condition. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. With the exception of the eri parameter, the device performed according to functional specifications. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. Since the device was found to still be operating as expected with no deviation in output current seen during 24 hour monitoring, attempts for additional information regarding the increase in seizures have been unsuccessful to date.

Manufacturer narrative:
Additional information received indicates that the event date was in (B)(6) 2011. Therefore, the initial report inadvertently reported the incorrect patient age at the time of the event. Additional information received indicates that the event date was in (B)(6) 2011. Therefore, the initial report inadvertently reported the date of event incorrectly.